Manufacturer narrative:
Device remains implanted. Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
The doctor from (B)(6) called the (B)(6) ra department on may 12th in order to find out the composition of the plate mentioned below. A request has been made the same day by the qa engineer. On may 14th, the customer called again and reported that the info required is urgently needed as the pt presents already an allergy and the pt would like to know if the allergy is linked to the plate implanted in 2009.